Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): sdr303b ipg, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance and was suspected of being fractured. The ra lead was reprogrammed to unipolar and impedance levels returned to within specification. The ra lead remains in use. No patient complications have been reported as a result of this event.